Event description:
It was reported that the patient underwent a surgery for an artificial urinary sphincter (aus) due to unknown reason. No patient complications were reported in relation to this event. Additional information was requested and will provided as it becomes available.